Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1h event site postal code: (B)(6), e1 event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 14th november 2023 getinge became aware of an issue with one of our mobile tables - 113302b3 - alphamaxx motor drive unit, EU side rail. As it was initially stated, there was a physical damage to metal skirting and foot section had damaged pins. Later on, additional information was provided clarifying that the issue occurred during patient transfer. Bed was too close to the table and the table was lowered on the bed. The incident led to damaged side covers at the right side of the leg section on the table. The patient was awake and transferred to a bed without issue. It was confirmed that the incident delayed the start of the following procedure by a few minutes. The next patient had already been given epidural. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in procedure resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 113302b3 - alphamaxx motor drive unit, EU side rail. As it was initially stated, there was a physical damage to metal skirting and foot section had damaged pins. Later on, additional information was provided clarifying that the issue occurred during patient transfer. Bed was too close to the table and the table was lowered on the bed. The incident led to damaged side covers at the right side of the leg section on the table. The patient was awake and transferred to a bed without issue. It was confirmed that the incident delayed the start of the following procedure by a few minutes. On 30th november 2023, it was confirmed that the next patient had already been given epidural. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification due to the collision resulting in damaged covers. The device was not being used for patient treatment when the malfunction occurred. The issue was discovered during transfer of the patient. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 medical device ¿ problem code and h6 investigation findings fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 14th november 2023 getinge became aware of an issue with one of our mobile tables - 113302b3 - alphamaxx motor drive unit, EU side rail. As it was initially stated, there was a physical damage to metal skirting and foot section had damaged pins. Later on, additional information was provided clarifying that the issue occurred during patient transfer. Bed was too close to the table and the table was lowered on the bed. The incident led to damaged side covers at the right side of the leg section on the table. The patient was awake and transferred to a bed without issue. It was confirmed that the incident delayed the start of the following procedure by a few minutes. The next patient had already been given epidural. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in procedure resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 14th november 2023 getinge became aware of an issue with one of our mobile tables - 113302b3 - alphamaxx motor drive unit, EU side rail. As it was initially stated, there was a physical damage to metal skirting and foot section had damaged pins. Later on, additional information was provided clarifying that the issue occurred during patient transfer. Bed was too close to the table and the table was lowered on the bed. The incident led to damaged side covers at the right side of the leg section on the table. The patient was awake and transferred to a bed without issue. It was confirmed that the incident delayed the start of the following procedure by a few minutes. On 30th november 2023, it was confirmed that the next patient had already been given epidural. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous h4 device manufacture date: 08/15/2005 corrected h4 device manufacture date: 08/09/2005 previous h6 medical device ¿ problem code: mechanical problem/unintended movement/unintended collision/1429 corrected h6 medical device ¿ problem code: use of device problem///1670 mechanical problem/structural problem//2506.

Event description:
On 14th november 2023 getinge became aware of an issue with one of our mobile tables - 113302b3 - alphamaxx motor drive unit, EU side rail. As it was initially stated, there was a physical damage to metal skirting and foot section had damaged pins. Later on, additional information was provided clarifying that the issue occurred during patient transfer. Bed was too close to the table and the table was lowered on the bed. The incident led to damaged side covers at the right side of the leg section on the table. The patient was awake and transferred to a bed without issue. It was confirmed that the incident delayed the start of the following procedure by a few minutes. On 30th november 2023, it was confirmed that the next patient had already been given epidural. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.